Event description:
The patch was implanted as a carotid patch without being preclotted and leaked blood (quantity unknown). Add'l hemostatic agents were given and the patch eventually became blood-tight and was left in. The length of surgery was stated to have been extended an extra hr with two units of blood given due to the leakage. The hospital states that the pt was not injured and the pt's condition is unknown. Based upon the above, this is a user error complaint since the dr did not preclot the fabric, contrary to the instructions for use.